Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: eaw 128-(B)(4) and eaw 128 (B)(4) alarms observed in black box on (B)(6) 2015. Eaw 128-fxxx alarms are defined as post delivery motor power supply faults. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Evidence of moisture contamination inside battery compartment and underside of battery cap. During investigation a hard eaw 128-(B)(4) alarm is received on each "rewind" attempt. Idle and sleep current draws are within specifications; idle -90ma, sleep-00ma unable to obtain "rewind and load" values due to eaw 128-(B)(4) alarm on each "rewind" attempt. Leak test passes. There was no evidence of additional moisture contamination inside pump. Investigation shows unidentified pcb defect causing eaw 128-(B)(4) alarm on "rewind" attempts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.